Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds and decreased ventricular pacing on electrocardiogram (ECG). The rv lead was replaced. The patient is enrolled in the painfree smartshock technology (sst) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419478 implantable pacing lead (B)(6) 2009; d354trg implantable cardioverter defibrillator (B)(6) 2009; 407652 implantable pacing lead (B)(6) 2009. (B)(4).